Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 35-year-old female with cardiomyopathy, whose pre-support presentation was consistent with scai stage d, underwent implantation of an impella 5.5 device (sn (B)(6)) via right axillary/subclavian surgical arterial access. The impella 5.5 was removed due to persistent (vt) ventricular tachycardia unrelated to device positioning, as imaging confirmed the pump was in good position. The vt is most likely attributed to patients underlying critical condition as they presented in scai stage d. The patient survived the event. Further evaluation is pending based on gfe status. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary tachycardia/ppae: the cause of the injury was not determined due to insufficient clinical details.